Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had their impella replaced with the impella cp with the existing sheath. The new pump was placed with improved flows up to 1.5l. However, the patient then coded again requiring CPR. Pneumothorax diagnosed requiring chest tube placement. Return of spontaneous circulation was achieved. Position-checked device slightly kinked again. Staff attempted to reposition and the patient coded again and the patient expired. No allegations were made towards the impella for cause of death.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b1, b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the kinked cannula has been completed. The cannula was returned for evaluation. Upon visual inspection, a kink was noted on the returned pump. No other physical abnormalities were observed. During testing, the pump ran as expected. The root cause of the product damage-cannula kink issue was use related.